Event description:
It was reported that the charging pad for the ilet pump was not functioning properly, as the user needed to position the pump at a specific angle to initiate charging, and a replacement charging pad was shipped. Symptoms included no adverse clinical effects and blood glucose values were not impacted. Outcomes included no change in therapy and no medical intervention or hospitalization. Investigation included complaint intake and review of device performance based on user report. Investigation of this case revealed a suspected charger performance issue consistent with poor or intermittent power transfer from the charging pad to the pump. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the external charger.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.